Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing from center to pyxis. A technical support specialist (tss) confirmed that all messages were current, and all the devices were in critical override. Also, the messages were crossing interface was current and the purge was preventing accurate messages regarding message status. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an order was not crossing over from center to station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an order was not crossing over from center to station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.